Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
It was reported that suture placement in the right common femoral artery was done with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional thoracic endovascular aneurysm repair (tevar) procedure. The sheath was upsized to 22f and the tevar procedure was completed. Reportedly, post procedure, both prostyle knots were successfully advanced and tightened; however, hemostasis was not achieved. A third prostyle suture was successfully deployed, advanced, and tightened, but still failed to achieve hemostasis. A surgical cutdown was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.